Event description:
During the procedure, the plastic part of the hand piece melted and broke off; no pt injuries reported.

Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on retrospective review of complaints received by the MFR. The device was returned for eval, but was misplaced prior to eval. Based on the reported event, the failure is similar to previously reported event where the insulation may have peeled back due to contact on the distal end of the insulation during use. Investigation of the lot history record did not note any issues during the mfg of this lot.